Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a medial meniscus repair, a meniscal cinch ii, ar-4501 was used. The patient's joint was narrow, and the procedure was performed with no cannula. After placement of the first implant, the shaft of the product broke during placement of the second implant. The broken shaft was completely retrieved from the patient's body using forceps. The suture was cut and retrieved with the second implant. An additional incision was made to retrieve the first implant. The surgery was completed by the inside-out technique.

Manufacturer narrative:
Complaint confirmed, the cannula was found to have broken off at the taper. #2 pushrod was severely bent. The most likely cause of cannula bending and breaking is prying and/or leveraging the device during use. Dfu-0156 r0 included in the device precautions against bending. As stated in the event description the depth stop was not used as specified by the surgical technique and dfu-0156 r0.